Event description:
A consumer reported following bilateral intraocular lens (iol) implant surgeries, his vision is not good. He is unable to drive due to the glare from lights. He also reports having difficulty when walking and stumbles because of his vision. Glasses only help improve his vision approximately five percent. Additional info was received from the surgeon, who reports the event continues. Rings and haloes were no a major complaint by the consumer. In the surgeon's opinion, it is unk if the device caused/contributed to the event. There are two medical device reports for this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated a cartridge and handpiece were used; however, no details were provided. A viscoelastic was used; however, it is unk if the approved viscoelastic was used. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).